Manufacturer narrative:
(B)(4). Date sent: 9/8/2025 d4 batch #: x95843. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned and was noted a length on the blade, is shorter than usual and not parallel to the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device was nonfunctional when the max or min hand activation buttons were depressed. The device was disassembled to verify the condition of the internal components, and it was noted that the retention pin was not aligned correctly that is why the blade noted to be shorter, positioning itself in another slot, which is damaged and making not contact with the hand activation resulting that cannot activate the device. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Our manufacturing process has been identified to be the possible cause of the misassembled blade. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device batch x95843, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a colectomy, after open product from packaging and use it, the product was not working. There were no patient consequences.